Event description:
It was reported that the surgeon suture looped two 7000tfx, 29mm valves on the same patient. The surgeon felt he had the tricentrix deployed properly and kept it attached the whole time. He feels he caught the suture on the ridge of the stent post. The device is unavailable for return as it was discarded. Please reference complaint number (B)(4) for the second 7000tfx, 29mm. Device serial numbers were not provided.

Manufacturer narrative:
(B)(4): suture looping. Method: device not returned due to it was discarded. Additional manufacturer narrative: the device history record (DHR) review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not performed due to unknown serial # and lot #.